Event description:
During cardiopulmonary bypass, blood was observed in the heat exchanger water. The oxygenator was removed and replaced. A pinhole leak was discovered in the heat exchanger. Originally assessed as not reportable, new info about device use became available 2/8/99, which resulted in this report.